Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As a valve-in-valve was performed, the device remains implanted and no device investigation can be performed. It is possible that the patient's risk factors (hypertension and hypercholesterolemia) contributed to the reported event; however, as no device analysis could be performed, the root cause of the event cannot be determined.

Manufacturer narrative:
Not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2012. On (B)(6) 2018, the patient was hospitalized for heart failure. Degeneration of the perceval valve was identified, with leaflet tear causing severe insufficiency. A valve-in-valve was performed in (B)(6) 2018. The patient had a history of hypertension and hypercholesterolemia. Echo images of the valve were not available.